Event description:
The customer obtained unexpectedly low psa results on a single pt in 2007 and about one month later. The results were reported, however, there was no report of pt harm as a result of this event.

Manufacturer narrative:
Investigation into the event determined that the eci was operating as intended. The definitive root cause of the unexpectedly low psa results is unk, however, it is most likely pre-analytical sample handling as the pt samples in question were not mixed prior to testing and were not assayed on the day they were drawn.